Event description:
(B)(6) clinical study. It was reported that post a percutaneous coronary intervention procedure, the patient experienced a myocardial infarction. In (B)(6) 2012, the patient presented with left arm pain and heaviness. The patient was diagnosed with angina type of chest pain. Stress test indicated reversible ischemia involving anteroseptal area. The patient was referred for cardiac catheterization. The 90% stenosed and 8mm long target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 2.75mm. The target lesion was treated with placement of a 3.0x12mm taxus liberte stent, resulting in 5% residual stenosis. Post the index procedure the patient experienced significant elevated end-diastolic pressure. The patient was diagnosed with acute coronary syndrome. Cardiac enzymes were elevated consistent myocardial infarction. No action was taken. The patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).